Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The day following onset of the event, the patient was hospitalized for peritonitis. On an unreported date in the same month, the patient began treatment with intravenous injection of vancomycin (1 gram, every fifth day, ongoing) and ceftazidime (1 gram, ongoing, route and frequency not reported) for the event of peritonitis. The patient was recovered from this peritonitis event and remained hospitalized. Dianeal therapy was ongoing. No additional information is available.